Event description:
Additional information received from the consumer reported there was no concern on the device. But, the patient had to have to stimulator removed because of hardware in his back having come loose and he needed to have an MRI and they could not do that while the stimulator was in.

Manufacturer narrative:
Concomitant product: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2010, product type lead. (B)(4).

Event description:
The patient reported that they had a fall on their implantable neurostimulator (ins) a couple of years ago. The patient¿s legs had been giving out because of their back issues for the past year. The patient was in the shower and both their legs felt like they were going to give out. It was thought that this was related to the fall. The patient needed to have the device taken out to have an MRI. The patient fell on the ins 2013. Since (B)(6) 2014, the legs had been giving out because their back issues and it was getting worse. On (B)(6) 2015, the patient was in the shower and both of their legs felt like they were going to give out so they had to grab on the bar in the showing to keep from falling. The MRI was needed for their back to check the hardware that was implanted in their spine. There were symptoms reported. Other relevant medical history includes post-lumbar laminectomy syndrome. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.